Event description:
Customer reported unexpected negative reactions on the galileo with the 4_cell screen. The patient was transfused based on the negative results. Later, 2 antibodies were detected with a fresh sample from the same patient: anti-d and anti-c. Customer repeated the original sample on the galileo and it yielded negative reactions. The patient had no history of antibodies. Diagnosis is pleural effusion.

Manufacturer narrative:
The presence of the d and c antigens were confirmed on retention capture-r-ready-screen(4), lot k126. A 4_cell assay testing was performed on an in-house galileo with returned capture-r-ready-screen (4), lot k126 and retention capture-r indicator red cells, lot 221998 using customer's patient samples. The post-transfusion sample exhibited strong (3+ to 4+) reactivity with cells I, ii, and IV and the pretransfusion sample was negative with cells I and ii and exhibited invalid results with cells iii and IV (measurement out of range). The sample appeared slightly icteric. Manual tube testing was performed with samples using panoscreen I, ii, and iii, lot 11845; immuadd was used as potentiator. There was weak reactivity with the pretransfusion sample in the antiglobulin phase of testing with the r1r1 cell. There was stronger reactivity with the post-transfusion sample in both the r1r1 and r2r2 cells. The event appears to be related to the nature of the specimen. The limitations section of the package insert for capture-r ready-screen states: "negative reaction will be obtained if the test specimen contains antibodies present in concentrations too low to be detected by the test methods employed."